Event description:
It was reported that a user experienced hypoglycemia after meal announcements with the ilet following a recent factory reset, with the user reporting that the pump delivered too much insulin and that they needed to consume additional food to address lows; troubleshooting and education were provided, no alerts or alarms were reported, and the lowest blood glucose was 45 mg/dl about an hour after the meal announcement. Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included self-treatment with oral carbohydrates without medical intervention or assistance. Investigation included complaint handling review and user interview. Investigation of this case revealed cause unclear for hypoglycemia following a meal announcement during the device adaptation period. It was concluded that the event was user-reported hypoglycemia with unclear cause, with no device malfunction confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.